Manufacturer narrative:
This report was filed by the MFR. Unable to determine the cause of the customer's reported complaint because the set has been discarded by the customer and will not be returned. The root cause of this failure could not be identified.

Event description:
The customer reported an increased frequency in the last three months with the pumps alarming for a cassette jammed and air sensor alarm message after loading the tubing into the channel. The customer suspects a tubing problem instead of a pump problem. The customer is not aware of any pt injury except for instances when needed therapeutic interventions were somewhat delayed while troubleshooting the alarms on the pumps. No additional pt or event details were provided by the customer.